Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation on (B)(6) 2016 the implantable cardiac monitor exhibited an electrogram anomaly. The patient presented to the pacing clinic on (B)(6) 2016 and an electrogram anomaly was again observed. A device software download was performed and the memory was cleared. Upon interrogation, the device exhibited undersensing; the device was reprogrammed. There were no adverse consequences for the patient.